Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure that there repeated recoverable faults. Each time, the user recovered from the fault and proceeded. At the time of the call, the procedure was in the final stages and the system was no longer being used. The issue did not affect the patient, nor the procedure outcome. The intuitive tech support engineer (tse) checked the system logs and noted several 32097 errors 32097 against the axes controller motor (acm) in arm 1. The error was preceded by error 1126, indicating a fiber cable related issue near the acm component. The tse noted in the historical logs that the error pattern had been occurring for some time. The tse advised the caller that the error was expected to return if the system was used again before being repaired. The tse also advised the caller to use arms 2-4 only if the system was needed. The caller acknowledged. The issue was escalated to intuitive field service. Intuitive received the following additional information via follow up: the operation was done with the use of all 4 arms. The customer paused every time the recoverable fault occurred, which was about 7-8 times that day. The error even occurred when the system was not in use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was installed onto a golden system where the 1126 error was triggered indicating fault on the parallelogram fiber. Errors 32097 and 1126 were found in the system logs indicating a maxis error and the hirose fiber receive power has fallen below the low warning limit. The usm was then installed onto a patient fixture test platform (pftp) and failed the fiber test. Once testing was completed, the parallelogram fiber was aba tested and was verified to be the source of the fault. Root cause is attributed to a defective component. The parallelogram fiber assembly caused failures during testing.